Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the implant and hybrid placed in ada site 29 in the mouth failed 3 months after placement. Clinician reports patient had pain, an infection and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The dentisr reported that immediate load procedure was performed.

Event description:
The clinician reported that the implant and hybrid placed in ada site 29 in the mouth failed 3 months after placement. Clinician reports patient had pain, an infection and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).